Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿cloudy and looks like there are scratches inside¿) was found in the hub of a 1 ml bd¿ slip-tip disposable tuberculin syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: 2 open packaged and 3 loose 1ml syringes were received, confirmed to be from batch #8038775 (p/n 309659). The samples were visually evaluated. The samples were found to have cloudy tips. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. DHR review for batch 8038775 (p/n 309659): manufacturing dates: 04/17/2017 to 04/18/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8038775 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation summary: cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer.